Event description:
Rptr alleged the pt's blood glucose device measured hi at 08:47, 230 mg/dl at 08:47, and 107 mg/dl at 08:53, when testing was performed back to back on the medical center's inform sys. As a result of the comparison, no actions were taken or treatment was rec'd reportedly as a result. Qc testing was reportedly performed on the sys and it yielded values that were within the acceptable range. A request was made for the return of the suspect device and replacement prod was sent. Inform sys: meter and comfort curve test strip lot 549516 with an exp date of 02/29/08.

Manufacturer narrative:
The suspect prod is the comfort curve test strips.